Event description:
This device was part of a legal action and the pt passed away. Legal documents state that battery needed to be replaced, and pt was scheduled for ICD replacement. But died before it could be performed.